Event description:
The manufacturer received information alleging a ventilator shut down and alarmed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's system board, and power management board were replaced to address the issues.